Manufacturer narrative:
Correction on initial report: b.5, h.6. Although requested, patient demographics were not provided.

Event description:
It was reported that upon restarting the prostaglandin drip, the clinician inadvertently pressed the arrow key below the start button, which led to a change in the infusion rate. Furthermore, it was noted that the hospital's pumps are not configured to have key "clicks" enabled, but have not noticed any increase in events since the changes were made. It is the customer's belief that if they accidentally hit the arrow key and the programming does not close, it is assumed that the pump just did not close properly or the user missed it and just press the start key again to close without realizing that the infusion rate was changed. Although requested, additional information was not provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that in the event nurses inadvertently bumped the arrow keys when restarting an prostaglandins infusion, therefore changing the rate of the infusion.